Event description:
Complainant alleged that during functional testing, the device displayed "internal comm failure - 1472" and "internal comm failure -1474" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including power cycling and functional stress testing without duplicating the report. The smart pneumatic module (spm) board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.